Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The hi torque pilot guide wire referenced is being filed under a separate medwatch MFR report #.

Event description:
It was reported that the patient underwent a peripheral procedure to treat a target lesion in the proximal tibial artery. The armada dilatation catheter was advanced over the pilot 150 guide wire, without resistance. The guide wire was then pulled back and removed completely, in order to reposition the balloon dilatation catheter. The guide wire was then re-inserted through the armada dilatation catheter. Resistance was noted during advancement and it was noted that the guide wire went through the side of the catheter, proximal to the balloon. Both devices were removed as a single unit, without resistance, due to the damage to the armada. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported tear was confirmed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.